Event description:
During robotic surgery, the prograsp forcep cable broke inside the patient. Multiple small pieces of metal cable were inside the patient's abdomen. Surgeon retrieved the small, cable threads before finishing surgery.